Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that two days after this rv lead was repositioned, the patient presented with a heart rate of 35 bpm. The patient did not experience syncope as a result. A chest x-ray was performed and revealed that the rv lead was in the atrium. Another revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented at the clinic after experiencing presyncope during a cardiac rehabilitation session. The patient stated that when the therapist pulled his arm, he started feeling dizzy. The device was interrogated and revealed intermittent loss of rv capture when the patient moved his arm. The pacing impedance measurement was 480 ohms. A chest x-ray was taken and the lead appeared to be fine. A dislodgement was determined and a revision procedure was performed. The rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.